Manufacturer narrative:
H3, h6: the device, used in treatment, will not be returned for evaluation. Per communication, the device was disposed of following its use. We have been unable to establish a relationship between the device and the reported event or determine a root cause on this occasion. No batch / lot detail has been provided, due to this we are unable to conduct a review of the device history. However, at this time we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. Clinical review reports that during the use of the renasys device maceration of a foot wound occurred. One photo of the wound has been provided for review and supports maceration at some point but no other images were provided to confirm or provide information of how the wound changed over time. Per e-mail communication, the maceration was treated with a dressing change and a back-up device. Conclusion: the information provided is insufficient to determine whether the reported maceration is due to pre-existing or concurrent medical conditions or if the device was used for its therapeutic purpose as intended. The causal relationship between the renasys device and the reported issue cannot be confirmed. The renasys IFU contains the following caution: ¿when monitoring patients for delivery of therapy, ensure wound dressing is free of air leaks, fully compressed and firm to the touch.¿ ¿carefully monitor the patient, device, and dressing frequently to determine if there are any signs of bleeding, exudate accumulation (pooling), infection, maceration, or loss of negative pressure wound therapy (npwt).¿ the future impact to the patient beyond the reported cannot be determined. Should information become available this complaint can be re-assessed. The associated risk file has been reviewed and contains multiple failure modes leading to mechanical dermatosis and maceration which includes but are not limited to, getting the dressing wet, dressing left on too long and exudate build up within the dressing. Without further information, the failure mode relating to this complaint cannot be narrowed down any further. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the customer observes maceration under the npwt bandages, emphasized on the feet. The product cannot be picked up because disposed of after changing the dressing. There was a backup available and used due to the wound condition, it is unknown if there was a medical intervention to treat the patient.